Event description:
It was observed that during the device evaluation, the fiberscope exhibited the coating on the connecting tube had coating peeling (1mm2 or more) and the markings on the connection section of the operating section was faded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the possible cause and root cause of reportable issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.